Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. One image was also submitted for evaluation that appears to show the distal end of the catheter. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to the bend in the shaft. The outer diameter of the catheter shaft met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend is consistent with damage during use. The cause of the positioning difficulty remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the catheter became lodged in the right atrium. The consultant pushed the catheter forward a little and was just twisting it gently and it eventually the catheter was freed. When the catheter was removed, damage was noted near electrodes 7 and 8 as well as further down in the shaft. Another catheter was used to continue the procedure with no consequences to the patient.